Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for follow up showing noise and low impedance on the ra lead. Noise was unable to be reproduced in clinic. It was noted that the lead may have been compromised during a recent pocket revision. No further information.

Event description:
New information received states a lead imaging revealed that the lead is operating at normal function and in proper positioning. The patient will continue to be monitored.